Manufacturer narrative:
The insulin pump was received with alarm during basic occlusion test and was unable to prime during the prime test due to protruded/loose drive support disk. Motor passed motor test and no motor error alarms noted. Unit received with cracked reservoir tube lip, belt clip slot, battery tube threads, scratched display window and cracked display window.

Event description:
It was reported that the insulin pump alarmed motor error during normal used. Nothing further was reported.